Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. The mini trek otw 1.50 x 8 mm is being filed under a separate manufacturer report number. An investigation of the guide wire could not be conducted as the product was not returned. During the production process, all guide wires are inspected per specifications and only products meeting specifications are shipped out. The guide wire used in the reported procedure is consequently considered to be appropriate and free of quality defect. The reported event is possibly due to the trouble which occurred while using it in combination with the mini trek device. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that the 1.5 x 8 mm otw mini trek was used for a septal ablation procedure in the first septal coronary artery. The mini trek was loaded over the 300 cm prowater guide wire. The mini trek was inflated between 10 to 12 atmospheres (atms) and the prowater guide wire was attempted to be removed while the mini trek remained inflated. The prowater guide wire was unable to be removed with the mini trek in its inflated state, so the mini trek was deflated to zero atm and the guide wire was removed without incident. The mini trek was reinflated to 7 atmospheres, but there was still minimal movement of the prowater guide wire so a maverick balloon catheter was used instead. There were no adverse patient effects. No additional information.